Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: reportedly, prior to the procedure, the patient had been using a tennis ball through their anal orifice. This could have lead to the complications with the tissue being unusually thick due to trauma. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported via third hand information, that during a low anterior resection procedure, they attempted to use a circular stapler for the anastomosis; however the staples did not hold the tissue. As a result, the anastomosis was sewn by hand. No other details are presently known.